Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Tandem technical support also arranged for a replacement pump to be sent.